Event description:
Alleged the bed will not go into the trendelenberg position, due to a bolt coming out of the trend assembly and damaging the trend switch bracket and cylinder.

Manufacturer narrative:
Repairs have not been completed.